Event description:
In 2008, abbott spine became aware of the following event. The pt was in a postmarketed study. About 3 months prior, the pt underwent a pathfinder surgery levels are unk. On an unk date, the pt experienced pain. The pt was referred to a psychiatrist and physical therapy. On an unk date, the pain had resolved. The reporting physician believed that the event of pain was possibly related to pathfinder pedicle screw system.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.